Event description:
It was reported the patient had no stimulation sensation and no normal therapy relief. The patient had knee surgery a week prior to report and as they got ready to go home their heart became ¿out of rhythm¿ and they were kept over the weekend. Two days prior to report the patient was defibrillated. They had first used the patient programmer later that day and turned the implantable neurostimulator (ins) on and the patient programmer lights showed the therapy was on but they did not feel any symptom relief as they used to. The patient tried turning the therapy on and they confirmed the green therapy light was on and the green battery lights were present on the patient programmer. It was noted the yellow therapy off life was not on. It was further reported the cause of the event was unknown. The patient was out of state to recover from a knee replacement surgery. The patient had no acute distress and they were unable to evaluate the deep brain stimulator (dbs) system until the patient was cleared to travel.

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. The patient also reported that they received assistance from their doctor and their concerns were resolved and stated that they were very happy with their device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7436, serial# (B)(4), product type: programmer, patient; product ID 3 387s-40, lot# v049849, implanted: (B)(6) 2007, product type: lead; product ID 3387s-40, lot# v049849, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7436, serial# (B)(4), product type: programmer, patient. (B)(4).